Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (3 mg/ml a t 0.25 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump had flipped. There were no known external factors reported and no diagnostics/troubleshooting were performed. They were scheduled to have a pocket revision and during surgery the healthcare provider was also unable to aspirate from the catheter so they replaced the pump segment of the 8780. They were still unsuccessful with aspiration after this so they did a computed tomography (CT) scan and x-ray where it was d etermined the catheter tip was not in the intrathecal space and the hcp could not see the catheter tip. The hcp opened the back and saw that the spinal end was tied up in a knot. They removed the spinal segment and revised it with a new 8780. The event was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: 2023; explant date: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the pump flipping had been resolved by the healthcare provider suturing the pump into place.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.